Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen (o2) inlet filter that was leaking. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the o2 fitting was replaced to resolve the issue. A full functional test was performed and passed. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
E1 reporting address state: (B)(6) . Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).